Event description:
The customer observed discrepant architect stat troponin-I results for 47 patients while using the architect (B)(4) analyzer (B)(4). The following data was provided (customer¿s reference range: males: cutoff is 0.032 ng/ml / females: cutoff is 0.013 ng/ml): patient example provided on (B)(6) 2021: on (B)(6) 2021 = sid (B)(6) = initial result = 0.045 ng/ml / sid (B)(6) = repeat result on a new patient sample = 0.050 ng/ml. Repeat result from another hospital = 0.02 (reference range: < 0.04). On (B)(6) 2021 received additional patient information of physician questioning a patient results: on (B)(6) 2021, female patient = initial result = 0.030 ng/ml (female normal range: < 0.013 ng/ml) (B)(4); patient was redrawn and tested on architect analyzer (B)(4) and generated a negative troponin result and all samples collected thereafter generated negative result on (B)(4) (sids (B)(6)). The customer reran those negative patient samples and obtained positive results. The customer stated they had 44 patient samples generate negative troponin- I results. The customer re-calibrated the troponin assay and reran those patient samples that initially generated negative results, now returned positive results. On (B)(6) 2021, customer reported another discrepant troponin-I result. Sid (B)(6) (female) = (B)(4) = 0.014 ng/ml (female normal range: <0.013). The customer reran the same sample in duplicate on (B)(4) and once on (B)(4) and all results generated < 0.010 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier : sid (B)(6) (same patient, gender unknown) / sids (B)(6) (same patient = female gender) / sid (B)(6) (female gender). This is all the patient information received. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer and found the arc sens lvl trg (list number 08c94-66) cracked. Service replaced the part resolving the issue. Service also proactively replaced the valve, manifold kit (rohs) (7-77612-03) and the valve, bypass, 2 way (rohs) (7-200607-01). The trigger level sensor was considered a likely cause as well as the architect stat troponin-I reagent, which is investigated under product evaluation 056056rl1292859 (demand service)-01. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr62051, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends identified for the part associated with the complaint. The device history record was reviewed and did not identify any non-conformances or deviations associated with the architect i1000sr analyzer (i1sr62051) or the arc sens lvl trg (list number 08c94-66). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.